Event description:
It was reported the pt experienced a fall and has felt pain in his mid-back area in addition to a change in stimulation. Reprogramming was unsuccessful as effective left side stimulation could not be restored. The pt was given injections and x-rays will be taken as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.